Event description:
In 1999 a gore excluder aaa endoprosthesis was implanted to repair an infrarenal aortic aneurysm. Six months later a postoperative computed tomography scan revealed the prsence of a type ii endoleak. Subsequent computed tomography scans did not reveal the presence of an endoleak. However, it was noted that the aneurysmal sac was increasing in diameter. A computed tomography scan performed in january 2006 and march 2006 revealed the presence of a type ii endoleak. The endoleak originated from the pt's lumnbar anteries. In april, 2006 the pt presented with abdominal pain. After an attempt to coil the lumbar arteries, the physician decided tosurgically repair the aneurysm. The physician noticed a large amount of blood in the aneurysmal sac which confirmed the presence of a type ii endoleak. The physician also noticed the aneurysmal sac was full of serious fluid. The pt tolerated the procedure.